Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete. Please reference literature at the following location: http://www.researchgate.net/publication/42110135_seven_to_twelve_year_results_with_versys_et_cementless_stem._a_retrospective_study_of_225_cases

Event description:
It is reported that 3 hips were found to have grade ii heterotopic ossification.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The part and lot numbers of the products are unknown; therefore the device history records, complaint history could not be reviewed. The reported devices are used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant patient medical history is unknown. A definitive root cause cannot be determined with the information provided.